Event description:
Our affiliate is reporting that during an arthroscopic shoulder repair, a portion of the distal tip of a suture leader broke off into the soft tissue. For what ever reason, the surgeon left the fragment within the patient's joint space, scheduled and performed a re-surgery 3 days later to remove the broken fragment from the patient's body.

Manufacturer narrative:
We are at this point in time gathering further information towards clarity in trying to understand what has happened. When all of this comes about, and what ever can be discerned will be reflected in a follow-up report.